Event description:
Report was submitted of an occlusive disease case where a v12 was previously deployed; it has now become completely compressed. Surgeon requested information on what multiple we would be increasing the radial strength of a v12 if he deployed/overlapped a second v12? The exact lot number of the device in questions is not known. The 3 possible lot numbers for 85365s that were used at the facility in (B)(6)are 1087797907, 1087797908, and 1089979709.

Manufacturer narrative:
In the process of evaluating and obtaining additional information regarding the event. A final report shall be submitted upon completion of the evaluation.